Manufacturer narrative:
The complaint cannot be verified. The product meets the specifications regarding the customer's allegation. The delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. The alarm function of the pump was tested on the diagnostic test system and meets the specifications.

Event description:
Patient experienced hyperglycemia of 326 mg/dl and a ketone measurement of "+++" on (B)(6) 2013. She had stomach pain, nausea, and a headache, and she was unable to decrease her blood glucose by delivering insulin via the infusion device. She began injection therapy on (B)(6) 2013. She believes the insulin delivery of the infusion device is too low, and the infusion device was requested for evaluation. She did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.